Event description:
An inventory manager reported a dialyzer blood leak occurred. Additional information has been requested, but has yet to be received.

Manufacturer narrative:
Correction: b3. The date for section g3 in the initial report was incorrectly listed as (B)(6) 2023 - the correct date is (B)(6) 2023 plant investigation: the sample was returned to the manufacturer for physical evaluation. During the visual evaluation, blood was visible within the dialyzer on the outside of the fibers; furthermore, a fiber fragment was noted at approximately 70°, with the dialysate ports situated at 0°, on the non-cavity end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the potted fiber fragment was noted to be approximately 1.0 inch in length. An opposing end could not be identified. There was no other damage or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the investigation, the leak was confirmed due to potted fiber fragment. The probable causes for this are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
H3 plant investigation: the sample was returned to the manufacturer for physical evaluation. During the visual evaluation, blood was visible within the dialyzer on the outside of the fibers; furthermore, a fiber fragment was noted at approximately 70°, with the dialysate ports situated at 0°, on the non-cavity end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the potted fiber fragment was noted to be approximately 1.0 inch in length. An opposing end could not be identified. There was no other damage or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the investigation, the leak was confirmed due to potted fiber fragment. The probable causes for this are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An inventory manager reported a dialyzer blood leak occurred. Additional information has been requested, but has yet to be received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported a dialyzer blood leak occurred. Additional information has been requested, but has yet to be received.